Event description:
Healthcare professional reported "bubbles and streaking on the implant" and "questionable shell integrity". Healthcare professional later reported "shell defect". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bubbles, broken device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are device appearance: observed bubbles in the device (bs) assessed as workmanship. Broken/damaged component: not observed. A workmanship was observed related to the complaint for a bubbles (bs) event. A further investigation is requested.

Event description:
Upon further review abbvie medical safety has deemed the previously reported event to be non-serious and it is no longer considered reportable to the FDA.